Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. The response issue of the ok keypad button was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and no evidence of contamination was found on the button contacts. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.